Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes with evidence of inappropriate mode switch due to oversensing. Boston scientific technical services (ts) reviewed the episodes and explained that the device was sensing two components of the atrial signal, which counted towards the atr mode switch. Ts provided troubleshooting steps and recommended an in-clinic assessment of the ra lead function and consideration of blanking or sensitivity programming changes. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that the implanted leads connected to this device are non-boston scientific products. The device remains in service.